Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event ((B)(4)).

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegation of pain, discomfort, elevated metal ion levels and groin pain. Review of invoice history indicates patient underwent a right total hip arthroplasty on (B)(6) 2006. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. Not returned by attorney

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately five (5) year post-implantation due to allegation of pain, discomfort, elevated metal ion levels and groin pain. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. It was reported in operative notes that patient underwent a left hip revision approximately five (5) years post implantation due to pain and the presence of a pseudotumor. During the procedure, cloudy synovial fluid was found, and it was noted that no obvious signs of metallosis were found. The modular head and acetabular cup were removed and replaced with a poly liner.